Event description:
It was reported that the patient with this pacemaker system experienced syncope. There was noise observed on this right atrial (ra) channel. The lead was successfully explanted during generator change out procedure. The generator was explanted for normal battery depletion (nbd). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).